Event description:
Customer reports several false negative results. No additional data available at this time.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control, lot: hcg090107-01. A 100miu/ml hcg urine control, lot: hcg081008-01. A 279.2 iu/ml hcg urine, lot: hcg081229-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 279.2miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. Therefore, this complaint is not confirmed. Additional testing will be performed if urine sample is returned. There was nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.